Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 9 mg/ml; 3.427 and bupivacaine 21 mg; 7.997 mg via an implantable pump. Indication for use was non-malignant pain. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked but were unknown. The date of the event was (B)(6) 2017. It was reported a motor stall occurred last night ((B)(6) 2017) at 9:30. The patient was feeling the absence of medication. The pump was interrogated and confirmed the stall. Surgical intervention occurred. The pump was replaced (B)(6) 2017 and will be returned. No environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.